Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02919, 1627487-2021-14795, 3006705815-2021-02921. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. No further information is known at this time. Note: it is unknown which leads were causing the ineffective stimulation, as such all four leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.